Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. There was no delay to the procedure and no impact to patient outcome.

Manufacturer narrative:
Patient information was unavailable at the time of filing. The instrument has not been returned to the manufacturer for analysis. Device manufacturing date is dependent on lot number/serial number, therefore, unavailable. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used for a procedure. It was reported that the 5.5 millimeter cannulated tap was worn, so it was confirmed that the cut was bad. It was used as it was and the operation was completed. There was no reported impact to patient outcome.